Manufacturer narrative:
Device MFR date: correction from 04/2000 to 07/2000. Asp investigation summary: the investigation included a review of the functional analysis and system risk analysis (sra). The sra shows the risk for haze/mist/vapor to be "low." The catalytic converter was returned and tested. The reason for return of the catalytic converter was not confirmed. The solenoid valve was returned and tested. The reason for return of the solenoid valve was not confirmed. The nylon tubing was not available for return. The assignable cause of the haze/mist/vapor issue is the catalytic converter, solenoid valve and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and replaced the nylon tubing, solenoid valve and catalytic converter to resolve the haze/mist issue. The unit met specifications and was returned to service on 9/13/2016. The device history record (DHR) was reviewed and no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
A customer reported their sterrad 100s was emitting a "smoke" or mist coming from their unit. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.